Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process

Event description:
Healthcare professional reported left side "hole, non-specific." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 23jul2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "hole, non-specific." Device has been explanted and replaced.